Manufacturer narrative:
Product complaint # (B)(4). Additional information additional information has been requested and received. Is photo available of patient reaction?: n/a. Name of surgery?: total abdominal hysterectomy. What was the procedure date?: n/a. What date /day post op was the reaction noted?: n/a. Was any other prescription strength medication prescribed in addition to steroid? Please specify?: n/a. Was any surgical intervention performed?: no. Were any cultures taken? Results?: n/a. Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use?: surgeon stated that chloraprep was removed prior to application. Surgeon stated that adhesive was applied accordingly with IFU. Was a dressing placed over the incision? If so, what type of cover dressing used?: no dressing placed over incision. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde?: n/a. Is the patient hypersensitive to pressure sensitive adhesives?: n/a. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive?: n/a. Patient demographics: initials / ID, gender, age or date of birth; bmi: n/a. Patient pre-existing medical conditions (ie. Allergies, history of reactions): n/a. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)?: n/a. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure?: no. Product lot of product used?: n/a. Current patient status.: n/a. Name of surgeon?: (B)(6). What is the physician's opinion as to the etiology of or contributing factors to this event?: possible patient sensitivity. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2025 and topical skin adhesive was used. Post op, the patient had an adhesive reaction. They had a light redness. The adhesive was removed. Patient was given a steroid treatment. No device will be returned. Additional information has been requested.